Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. See also MDR 2015691-2015-02254 for additional medical intervention for the mitral valve. Both devices remain implanted. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. This patient's general medical condition was described as frail. She had undergone double bioprosthetic valve replacement approximately nine years prior to this current diagnosis and was turned down for reoperative open cardiac surgery. She has multiple comorbidities including hypertension and re-stenosis of her aortic and mitral valves. She was only able to undergo tavi for her mitral valve. Based on the information received, the aortic pericardial valve remains implanted and there is no intervention indicated at this time. Without return of the device or additional information root cause of the event remains indeterminable; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through follow up with the healthcare provider, edwards learned that a 21mm aortic pericardial valve shows stenosis and calcification of the right leaflet with partial fixation associated with this valve after an implant duration of nine (9) years, one (1) month. It was also reported that there is minimal calcification of the left leaflet visualized. There is no medical or surgical intervention reported.